Event description:
The customer reported, broken/damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn#: (B)(6). Which did not confirmed, similar complaints with the same or related failure mode for this customer. Based on the findings, service determined, that the probable root cause of the reported issue was, due to the mechanical failure of the syringe tube drive arm. A review of the device history record showed, the device had a manufacture date of 26sep2006. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. There was no patient involvement.